Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, other evaluation findings include the following: flooding of connectors, corrosion of electrical contacts, heavy scope mount operation, scope mount corrosion, and loose connector. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): - do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. The most probable cause of the complaint is cause not established. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was color abnormality after obtaining white balance on the camera head. There were no reports of patient harm associated with the event.

Event description:
The customer reported to olympus that there was color abnormality after obtaining white balance on the camera head. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Follow-up in progress to obtain additional information regarding the event. The device has been returned for evaluation; this is pending and the investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.